Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse administrator reported that during intraocular lens (iol) implantation procedure, plunger failed to push lens out. The surgery was completed using back-up lens. There are 2 medical device reports with this complaint. This is 2 of 2. Additional information was requested, but no further information is available.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was not observed. The device was returned loose in the carton. The lock-out assembly has been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger and the lens are advanced into the mid nozzle. The plunger is at the trailing optic edge. The trailing haptic is folded onto the optic. The leading haptic is extended straight. The plunger, lens and haptic positions are acceptable. The presentation of straight leading haptics is addressed in the product instructions for use (IFU) where it is provided that delivery may proceed with caution and should be managed based on the outlined instructions. Straight leading haptics may occasionally occur, close adherence to the IFU provides the best opportunity for optimal delivery. Possible associated root cause factors may also include: *use of a non-qualified viscoelastic or bss in the delivery system. Material properties of non-qualified other viscoelastic devices (ovds) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. *excessive delay between device preparation and subsequent delivery resulting in the potential for haptic unfolding. *use of the delivery system at operating room temperatures outside of the recommended range of 18 °c (64 °f) to 23 °c (73 °f). Ovd should be allowed to come to operating room temperature over a 30 minute timeframe prior to use. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).